Event description:
It was reported that the patient with this right atrial (ra) lead was presented to the emergency room (ER) with shortness of breath. The admitting cardiologist ordered an echocardiogram after noting that the device had been implanted about two weeks earlier. The echocardiogram revealed a pericardial effusion, and the patient was taken to the catheterization laboratory for a pericardiocentesis, during which 1200 cubic centimeters (cc) of blood were drained. Device interrogation showed the patient was in atrial flutter, which prevented ra threshold testing. Due to the inability to assess the ra lead and the chronic atrial arrhythmias of the patient, the physician decided to explant the ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0717. The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted cuts in the insulation, which were likely attributed to damage sustained during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the patient with this right atrial (ra) lead was presented to the emergency room (ER) with shortness of breath. The admitting cardiologist ordered an echocardiogram after noting that the device had been implanted about two weeks earlier. The echocardiogram revealed a pericardial effusion, and the patient was taken to the catheterization laboratory for a pericardiocentesis, during which 1200 cubic centimeters (cc) of blood were drained. Device interrogation showed the patient was in atrial flutter, which prevented ra threshold testing. Due to the inability to assess the ra lead and the patient's chronic atrial arrhythmias, the physician decided to explant the ra lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection noted cuts in the insulation, which were likely attributed to damage sustained during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that the patient with this right atrial (ra) lead was presented to the emergency room (ER) with shortness of breath. The admitting cardiologist ordered an echocardiogram after noting that the device had been implanted about two weeks earlier. The echocardiogram revealed a pericardial effusion, and the patient was taken to the catheterization laboratory for a pericardiocentesis, during which 1200 cubic centimeters (cc) of blood were drained. Device interrogation showed the patient was in atrial flutter, which prevented ra threshold testing. Due to the inability to assess the ra lead and the chronic atrial arrhythmias of the patient, the physician decided to explant the ra lead. No additional adverse patient effects were reported.